Event description:
Customer's family member reported that customer was hospitalized for low blood glucose. Customer's family member also reported that the customer delivered entire reservoir of insulin into their body as a result of customer being connected to set during manual prime.